Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 10/12/2017 with the following findings: the battery compartment was found to have been cracked. Moisture was observed within the battery compartment. Leak testing confirmed a battery compartment leak. A battery cap was not returned with the pump; a test cap could not secure properly to the pump and an intermittent power issue was experienced. No moisture was observed on the pump¿s internal components.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.